Event description:
It was reported that during the process of catheter placement of powerpicc solo catheter, the teacher of the (B)(6) hospital found that the guidewire pulled out was not smooth, a little rough, and the surface was similar to the presence of waxy substance, which occurred in a total of 5 cases. No other information provided, at this time. This file is for patient four of five.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.